Manufacturer narrative:
When the enterprise vrd (enc452800/10233422) was being deployed across the target aneurysm, it was reported that the distal markers of the vrd seemed to overlap with each other through the angiogram. The prowler select plus (catalog and lot unknown) was advanced distally and recaptured the vrd system. The vrd was safely removed from the patient and was replaced for a new one (enc452800, lot unknown). The procedure was continued and completed using the same microcatheter. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The enterprise delivery wire was returned inside of a codman microcatheter with the hub of the microcatheter cut off. With follow-up investigation into this finding, it was reported that there is no information regarding the condition of the returned devices and that it was reported that the enterprise vrd was safely removed from the patient. It was confirmed that it was reported that after withdrawal, the replaced enterprise vrd was inserted into the same microcatheter and was placed across the target aneurysm with no further issues. The procedure was coil embolization assisted with the vrd for basilar tip artery that was not calcified but the level of tortuosity was unknown. Access was obtained from right femoral artery. The unruptured saccular aneurysm neck was 5.0mm, and the neck to sac ratio was 5.0mm:11.0mm. The parent vessel size diameter proximal was 3.5mm and distally was 3.0mm. The device was new and stored per labeling instruction. The procedure was conducted in accordance with the IFU and the constant flush had been maintained. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. The devices utilized during the procedure includes unspecified sheath introducer 7fr, traxcess/terumo, fubuki 7fr (type unknown)/asahi intecc, prowler select plus (catalog and lot unknown), echelon 10/covidien (B)(4). No information regarding the implanted coils was provided. During the procedure, trans-cell technique was utilized. No additional information is available and procedural images are not available. A non-sterile enterprise delivery wire was received coiled inside of a plastic bag. The delivery wire was received inside the body/shaft of a microcatheter, which was received without the hub and without ID band. A kinked condition was observed at 4 cm from distal tip end of the delivery wire. The stent involved was not received. The enterprise delivery wire was easily removed from the microcatheter. Dried blood residuals were observed when the enterprise delivery wire was removed from the microcatheter. The microcatheter and delivery wire were inspected under vision system and the kinked damages observed in visual analysis were confirmed. A guide wire diameter 018" was able to be inserted through the microcatheter after removal of the delivery wire, with no evidence that the stent was within the lumen of the microcatheter. Additionally, an x-ray was performed and it was confirmed that the stent was not within the lumen of the returned microcatheter. ID of microcatheter was measured at the proximal section (damage section) and distal tip section. The ID of the proximal section was 0.0185¿; however, the ID in this section appears to be reduced due to the damages caused by what appears to be cutting off of the hub. The distal tip section ID was 0.021¿. Additional analysis of the microcatheter returned without a hub or strain relief/device ID was completed. The proximal end has the appearance of having been cut. Received information indicated the enterprise was used with a prowler select plus; the ID of the microcatheter was measured and was within specification for a prowler select plus. Functional testing of the device could not be performed as the microcatheter was received with the hub missing and the enterprise stent and introducer were not received. The device history record review for the reported concomitant prowler select plus microcatheter cannot be performed as the lot number of the concomitant microcatheter is not known. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of enterprise lot 10233422. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported incomplete expansion of the distal stent cannot be evaluated since the stent was not returned. With additional follow-up it was confirmed that the information, which is not supported by the analysis of the returned device, that the enterprise was removed from the concomitant microcatheter and the same microcatheter was used for the rest of the procedure was what was reported for this event. Therefore, no conclusion can be made regarding the condition of the returned devices. The cause of the kink of the delivery wire kink and missing component of the microcatheter cannot be determined; however, it appears that the microcatheter was cut. It is possible that clinical factors such as vessel characteristics/deployment technique may have contributed to the reported incomplete expansion of the stent; however, without the return of the device no conclusion can be made. Therefore, no corrective actions will be taken at this time. (B)(4).